Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose level was 247 mg/dl. The customer continued to use the pump for insulin therapy.